Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws of the curved-tip stapler instrument would not open. Another arm was used to open the jaws. The procedure was completed with no reports of patient injury. This information was captured during follow up for patient identifier (B)(4). An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-sept-2022: the curved-tip stapler instrument was inspected prior to use and there was no damage found. The issue was identified first time during lobectomy and second time during bowel resection. The issue was reported after second incident. The first time it happened when the surgeon was unable to open the jaws of the stapler instrument after the surgeon used it. The surgeon had to open the instrument jaws with a grasper. For the second incident, when the surgeon was unable to open the stapler instrument jaws. The surgeon used white reload for the first incident and used green reload for second incident. First time the surgeon used a white reload to seal off vascular structure and the surgeon used green load for the large bowel. There were no error messages generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and the buttress was not used. There were no malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The stapler instrument was stuck on the tissue but the tissue was not damaged due to this. Another instrument was used to open the instrument jaws and release the tissue. There was no patient injury or unexpected tissue removal/ bleeding.

Manufacturer narrative:
An intuitive surgical inc. (Isi) has received the curved-tip stapler instrument associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The curved-tip stapler instrument was found to have a broken grip cable at the distal end. As a result, the grips would not open or close. The broken grip cable and crimp remained within the grip housing, no pieces were missing. The curved-tip stapler failed engagement when placed on an in-house system, therefore, no functional testing could be performed. Review of the logs found no failures related to the reported instrument. The root cause for a broken grip cable is attributed to a component failure. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log associated with this event has been performed. Per logs, the curved-tip stapler instrument was last used on (B)(6) 2022 on system (B)(4) with 45 lives remaining. This complaint is considered a reportable malfunction event due to the following: the curved-tip stapler potentially failed to unclamp/release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the potential unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.